Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a loss of capture, loss of sensing, and low impedance was observed on the atrial lead of an asymptomatic patient. The lead was explanted and replaced. Upon removal, insulation damage was noted.